Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient said that their previous ins was taken out last year because it didn¿t work. They cannot remember the healthcare professional (hcp) or date of the procedure. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that this event happened six or eight years prior and they could not find the nerve, which led to the device not working.